Event description:
It was reported that the controller exhibited a controller fault alarm indicating the depletion of the internal battery. During an attempted controller exchange, there was difficulty aligning the driveline connector pins and securing the driveline connection into the backup controller. The connection required twisting to secure onto the controller. The initial attempts to connect to both the new and backup controllers were unsuccessful, so the driveline was reconnected to the original controller. A subsequent attempt to connect and exchange to the new controller was successful. The ventricular assist device (vad) started immediately. The patient remained stable and was discharged home.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: mcs1421cn / catalog#: mcs1421cn / expiration date: 31-oct-2026 / serial#: (B)(6), d9: no, h3: no h4: mfg date: 06-oct-2025 h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - controller d4: model#: mcs1421cn / catalog#: mcs1421cn / expiration date: 30-sep-2026 / serial#: (B)(6), d9: no, h3: no, h4: mfg date: 03-sep-2025, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) controller (B)(6) was returned for evaluation. Two (2) controllers (B)(6) were not returned for evaluation. A review of the (B)(6) manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. A review of the manufacturing documentation for (B)(6) confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Visual inspection of the returned controller revealed contamination within both power ports. This is an additional finding unrelated to the reported event and likely due to the handling of the device. Functional testing revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller. Review of the alarm log file revealed one (1) controller fault alarm logged on (B)(6) 2026 at 00:59:50, as well as multiple event exceptions logged on (B)(6) 2026, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Further review of the alarm log file revealed four (4) vad disconnect alarms logged on (B)(6) 2026 at 02:41:54, 02:42:29, 02:43:46 and 02:54:25, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or the reported controller exchange. Log file analysis associated with (B)(6) revealed that (B)(6) was one of the patient¿s backup controllers, initially in use during the reported event. Review of the event log file revealed a controller power-up event, with an associated motor start event, logged on 08/feb/2026 at 02:16:05. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2026 at 02:27:20, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. The alarm log file associated with (B)(6) was not available for analysis. Log file analysis associated with (B)(6) revealed that the controller was not in use during the analyzed period and is likely one of the patient's backup controllers. Review of the event log file revealed a controller power-up event, without an associated motor start event, logged on 08/feb/2026 at 03:17:06, indicating that the controller was powered on without the driveline connected. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event, indicating that the controller power up likely occurred during the initial programming of t he controller. Of note, (B)(6) were loaded with a software containing an updated pump start algorithm. As a result, the reported controller fault alarm event pertaining to (B)(6) was confirmed. The reported poor mechanical connection in the driveline connector port involving (B)(6) could not be confirmed. Per the IFU, to connect the driveline, line up the red dots on the driveline connector and on the controller driveline port and push the driveline port straight into the port. Additionally, twisting the connector is not recommended. Based on the risk documentation, a possible root cause of the reported poor mechanical connection event may be attributed, but not limited, to contamination by foreign material of the driveline connector, a damaged driveline connector, a marginal connection and/or handling of the device. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the observed vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or the reported controller exchange. The most likely root cause of the controller power-up event involving (B)(6) can be attributed to the initial programming of the controller and/or a controller exchange. The most likely root cause of the controller power-up event involving (B)(6) can be attributed to the initial programming of the controller. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.